Event description:
The initial reporter received questionable elecsys troponin t gen. 5 stat assay results for three samples from two patients tested on the cobas e411 disk. For patient 1, the initial result was not reported outside of the laboratory. The initial result was flagged which prompted the rerun of the sample. The initial result was 61 ng/l with a data flag. The first repeat result was 36 ng/l. The second repeat result was 34 ng/l. The repeat results were deemed correct. For patient 2, the initial result of the first sample was reported outside of the laboratory. The first sample was drawn at 8:35 pm and the second sample was drawn at 10:05 pm. The result of the second sample was considerably lower which caught the attention of the reporter. The first sample was then rerun on their other cobas e 411 disk. The second sample was rerun on the analyzer and the other cobas e 411 disk. The initial result of the first sample from the analyzer was 48 ng/l. The repeat result of the initial sample from the other analyzer was 12 ng/l. The initial result of the second sample from the analyzer was 13 ng/l. The first repeat result of the second sample from the analyzer was 8 ng/l. The second repeat result from the other analyzer was 13 ng/l. This repeat result was deemed correct and was reported outside of the laboratory. The reagent lot number is 57731600 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within specifications. The qc recovery was provided but the customer's target mean and ranges were not provided. The customer stated their qc was acceptable prior to the event. The plasma samples were collected in 7ml tubes. The samples were centrifuged for 3 minutes. The centrifugation spin time may be shorter than recommended. The alarm trace contained "sample volume insufficient or clot pip." Errors. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the analyzer and did not find any cause for the issue. He performed an instrument overview and checked all of the probe positions and verified that they were all within specifications. The fse performed qc and patient correlation tests with acceptable results. The customer also performed qc and patient correlation tests with no issues the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
In MFR report ref #1823260-2022-02408-00, the first sentence of "b5 - describe event or problem" should have been: "the initial reporter received questionable elecsys troponin t hs stat assay results for three samples from two patients tested on the cobas e411 disk." Instead of: "the initial reporter received questionable elecsys troponin t gen. 5 stat assay results for three samples from two patients tested on the cobas e411 disk."